Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing shortly after implant. The ICD sensed a fast rhythm, but the electrograms stored in ICD memory showed that the rate was very slow. The ICD delivered a shock into the bradyarrhythmia, then pacing was inhibited due to the oversensing, and the patient did not get paced for a 3-4 second interval. It was felt that the ICD may have oversensing diaphragmatic muscle noise during the very slow rhythm, but this could not be re-created.